Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and placed on the mitral valve. While unraveling the lock line (ll) the physician noted it was more difficult than normal. No knot was observed the ll was able to be removed without further issues. The clip was successfully deployed, but after deployment, it was observed the clip had opened to roughly to 30 degrees. A few minutes later, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). An additional clip was implanted to stabilize the slda, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult or delayed activation is related to procedural conditions (difficulty with lock line unraveling). A cause for the reported clip opening while locked could not be conclusively determined. The reported slda appears to be a cascading event of the clip opening while locked. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.